Event description:
User reports intermittent precision problems with several assays. One discrepant pt glucose example provided. Initial result 152 mg/dl, repeated on another analyzer (same methodology) gave 110 mg/dl. Initial result was not reported. The field service rep determined an issue with the r2 probe to be the cause and he realigned probe. Performance tests performed which were within specification.